Manufacturer narrative:
An event regarding screw migration involving a duracon insert was reported. The event was confirmed. Method & results: duracon tibial insert: visual inspection noted third body indentations and scratching were observed on the articulating surface. These are commonly identified damage modes in uhmwpe inserts. Explantation damages were present. The insert material showed yellow discoloration. Yellow discoloration has been attributed to in-vivo absorption of synovial fluid. There was no evidence of material oxidation on the device. Duracon tibial insert bracket: visual inspection noted burnishing of the insert support bracket which was caused from adhesive/abrasive wear of the insert against the femoral condyles. This is likely due to insert movement from post implant patient activity after loosening of the locking screw. The insert support bracket slot surfaces were examined in both the distal and proximal orientation. The burnishing marks are consistent with the burnishing marks found on the locking screw distal hex head surface. The burnishing patterns on the screw and bracket surfaces are likely caused by instability at the screw/bracket contact surfaces. Slight surface scratches are shown on the distal surface, likely from explanation. Burnishing on the distal posterior surface inner slot is consistent with the thread damage observed on the locking screw . The burnishing patterns on the distal slot inner surfaces are likely caused by instability at the locking screw/bracket contact surfaces. Locking screw. Thread damage was observed on first five full threads from the thread tip. The thread damage was likely caused from instability at the screw/bracket contact surfaces, after the screw loosened and backed out due to post implant patient activity. Burnishing of the distal side of the locking screw is consistent with the burnishing marks found on the insert bracket proximal slot surface. No material deformation of the hex screw head was observed. No material or manufacturing defects were observed. The material analysis report concluded that a crack was observed at the distal base of the hex head/ shank interface. This crack was visible, over approximately 60° of the locking screw shank circumference. It was likely the locking screw loosened due to post implant patient activity, allowing the maximum stress to be applied at the hex head/ shank interface, initiating the crack. The eds spectrum of the locking screw material was consistent with astm f 1537 alloy and material hardness was approximately hrc 43. No material or manufacturing defects were observed. The material hardness was approximately hrc 43, satisfying the drawing requirements of hrc 35-45. Medical records received and evaluation: a review of the medical records by a clinical consultant noted that the event is confirmed on x-rays where the screw was seen floating near the medial border of the femoral component. Clinical symptoms of pain and locking are consistent with such a loose body in the knee. The medical records document no issues at primary surgery while the mar concludes about patient activity to contribute to the cause of loosening. I do not see any other potentially involved factors. Component position and fixation are very adequate and as such no procedure-related factors are evident. There is nothing to add to the available info although the findings of the mar appear quite plausible regarding root cause of failure. Device history review: not performed as the lot details are unknown. Complaint history review: not performed as the lot details are unknown. Conclusions: the exact cause of the event could not be determined based on the information provided. The material analysis report concluded that a crack was observed at the distal base of the hex head/ shank interface. This crack was visible, over approximately 60° of the locking screw shank circumference. It was likely the locking screw loosened due to post implant patient activity, allowing the maximum stress to be applied at the hex head/ shank interface, initiating the crack. A review of the medical records by a clinical consultant concluded that component position and fixation are very adequate and as such no procedure-related factors are evident and that the findings of the mar appear quite plausible regarding root cause of failure. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a right knee. A screw was dislodged from an insert and was floating around the joint. Doctor removed and replaced screw and insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 11 mm duracon ts insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on a right knee. A screw was dislodged from an insert and was floating around the joint. Doctor removed and replaced screw and insert.